Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -5.50/+1.0/080 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting. On 14-oct-2022 the lens was exchanged with a longer length lens and this resolved the problem.